Manufacturer narrative:
Approximate age of device: 1 year, 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a buzzing sound was heard from around the patient's driveline exit site. The account reported a 1 inch tear in the patient's driveline. No further information was reported.

Event description:
Additional information was received that the buzzing was tactile. The patient has been seen in clinic twice since and there were no further occurrences of the buzzing.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: the report of a tear in the outer jacket of the patient's driveline as well as a kink in the driveline could not be confirmed through this evaluation because the device remains in use and no photographs of the driveline were submitted for review. Moreover, the report of tactile "buzzing" at the driveline exit site could not be confirmed and a specific cause of the event could not be determined. The submitted system controller log file showed the pump operating normally with stable pump parameters. The driveline wire electrical continuity data recorded in the log file was graphed and showed that all three motor phases remained stable with no indications of a potential wire conductor breakdown issue. No atypical alarms or events were captured and the pump speed remained above the low speed limit without issue for the duration of the log file. The system appeared to be operating as intended and there were no indications of potential driveline wire damage. The patient remains ongoing on the device and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.